Manufacturer narrative:
Device was used for treatment, not diagnosis. To be cautious, this event will be reported as a product malfunction. The surgeon implanted the product, and noticed that the product was expired prior to closing the patient. The surgeon chose to leave the expired product implanted in the patient. There is no safety data or information available to guarantee the integrity of the product once the expiration date has passed. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation as it is implanted in the patient. A device history record review was performed for the subject device lot number, dsc1048. Manufacturer: synthes (B)(4); supplier: (B)(4). Date of manufacture/release to warehouse date: sep 9, 2014. Product expiration date: jan 28, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Please note that there was no allegation complaint against the package labeling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while closing the patient during surgery to treat a left tibial plateau fracture on (B)(6) 2016, it was noticed that the norian product implanted in the patient had expired. The expiration date was january 28, 2016. The patient had also been implanted with unknown synthes stainless steel plates and screws. The surgeon completed the closure and does not have any plans for additional treatment. The procedure was successfully completed without delay. This report is 1 of 1 for (B)(4).